Manufacturer narrative:
Device was received with a critical pump error alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify error 35 due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm and also broken force sensor was detected during seating or regular delivery error. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.